Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318500 model:sc-2318-50 serial: (B)(6). Batch: 5006914 UDI:(B)(4). Product family: scs-linear leads upn: m365sc2318500 model: sc-2218-50 serial:(B)(6). Batch: 5006574 UDI:(B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: (B)(6). Batch: 36814292 UDI:(B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) because the pocket incision where the implantable pulse generator (ipg) was opened. The patient was allergic to dissolvable stitching and the stitching that was used did not hold. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components were discarded.